Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) displayed an error of no iab circuit gas. No patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields- h6(health effect ¿ clinical code). A getinge field service engineer (fse) evaluated the unit, checked the logs and found a gas loss in circuit alarm. The fse explained to the customer that this is a problem with their circuit being disconnected or having a leak. The fse ran the unit on a trainer with no problems found, no problem with the unit itself. The unit passed all checks and testing and was cleared for clinical use. Parent ID- (B)(4).

Event description:
N/a.